Event description:
The facility representative reported a pump observed with a false occlusion alarm. The alarm causes the pump to stop functioning. No patient injury or medical intervention was reported. The reporter does not have additional information. Although baxter attempted to obtain information, details were not available regarding additional contact information. The device was sent to baxter for evaluation and repair.

Manufacturer narrative:
(B)(4). The actual device in this incident was received for evaluation. A follow up report will be submitted when the results of evaluation become available.